Manufacturer narrative:
The subject device was returned to omsc for evaluation. Based upon the evaluation of the subject device by omsc, the phenomenon duplicated. No image broke out when the video cable was bent but the image was displayed when the video cable was straightened. Furthermore, inside of the video connector was checked and it was found that the connector cable and the shield synthesis of image cable were touching. The image displayed when the connector cable and the shield synthesis were separated from each other, but no image broke out when they were put closer. There was a friction mark on the shield synthesis, and also there were friction mark and cut on the covering of the image cable. The manufacturing history was reviewed, with no irregularities related to this problem noted. In addition, the service history was reviewed and it was revealed that the insertion unit was replaced in (B)(6) 2015. As part of repair service, as provided in the service standard, the image cable and the shield synthesis of image cable were visually inspected. The repair service history was reviewed, with no irregularities related to this problem noted. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that no image broke out with the subject device after anesthetizing the patient who would receive ladg (laparoscopy-assisted distal gastrectomy) treatment. Another ltf-vh had been used to another case and it was completed. The other ltf-vh was promptly sterilized and appropriated to the subject procedure. The procedure was completed and there was no patient harm reported.